Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for investigation. No defect found. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-041 dead battery. Note: manufacturer attempted to contact customer on several occasions to ensure the replacement products resolved the initial concern -unable to establish contact with customer.

Event description:
Consumer reported complaint for battery problem, stating that the true metrix meter was powering on and then shutting off. Customer stated the battery had been changed over three years ago. During the call the true metrix meter powered on using the power button and when a test strip was inserted; the "low battery" symbol was on. At the time of the call the customer felt well and did not report any symptoms. Customer stated she had called the ambulance the night before; customer stated she had felt lightheaded and was sweating. Customer stated she tested and obtained a blood glucose test result of 53mg/dl fasting about 2 1/2 hours after her dinner about 9 pm. Customer had called the ambulance and stated that she drank a (B)(6). When the emt's had arrived they had performed a blood glucose test and obtained a result of 126mg/dl. The diagnosis had been low blood sugar. Customer had declined going to the hospital. Customer did not receive any medical treatment and was advised to continue to monitor blood sugar. The test strip lot manufacturer¿s expiration date is 05/20/2022 and open vial date is undisclosed.